Manufacturer narrative:
The best estimate date is during 2017. The lens remains implanted. The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was implanted in the patient's operative eye. Post-operatively, there is a strange fibrinous type deposit on the iol. It was stated that there is not much activity in the eye and that the deposit remains. The patient is being treated with a combination of steroids, non-steroids, and antibiotics. In this case, it was stated that cultures were negative but the patient continued to have chronic low grade inflammation despite the iol deposit clearing. It was also reported that the doctor will not proceed with cataract surgery in the patient's other eye. No additional information was provided.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing process record was not evaluated since the serial number was unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.